Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an episode of non-sustained ventricular tachycardia. The implantable cardioverter defibrillator discriminator classified the event as a supraventricular tachycardia and no high voltage therapies were delivered. The arrhythmia self-terminated and the patient did not experienced any symptoms. On (B)(6) 2020, the patient presented in clinic for a follow up and the device was reprogrammed to prevent additional episodes of inadequate high voltage therapy.